Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: it is unknown when the reading of 254 mg/dl was received relative to the subsequent medical event. Additionally: the serial number of the meter and the date of its manufacture are unknown.

Manufacturer narrative:
The original date was (B)(6) 2010. The correct date is (B)(6) 2010. The customer returned meter serial number ((B)(4)). The meter was investigated on (B)(6) 2010. The complaint was not confirmed. All results were within the range specification during control solution testing.

Event description:
Customer's father reported customer experienced a medical event that occurred between (B)(6), 2010 and (B)(6), 2010. He further reported customer received a reading of 254 mg/dl on her freestyle freedom blood glucose meter and "proceeded with her treatment program". He noted the customer uses an insulin pump. It was further reported that "at some point" on (B)(6), 2010 customer experienced a loss of consciousness, extreme dehydration and went into a coma. Customer was transported by a friend to a local healthcare facility. At the facility a blood glucose result of 1348 mg/dl was received. Customer was diagnosed with severe hyperglycemia and dka (diabetic ketoacidosis). It is unknown what treatment was given at the facility. There was no report of death or permanent injury associated with this event.